Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer's representative. It was reported that therapy was turning off by itself. It was reported the controller was displaying the message that stimulation off. Patient stated that the controller was displaying that stimulation was off when he checks using the controller. Patient also stated he also does not feel stimulation and stated the he knows that he did not turn the device off. Caller also stated that the displayed intensity values for certain positions was not changing correctly. The patient was programmed on group a in the upright position at 6.0ma and he stated that sometimes the intensity would display a different value that was not programmed onto the device. The patient claimed that he could not replicate this issue and it seemed to be erratic. Technical services was not able to troubleshoot. It was reported that the patient was seeing an incorrect intensity displayed for his upright position that could be replicated. Group a was set with 6.0ma for upright and 0.2ma for lying back. The patient was able to move between the two positions and the intensity changing correctly. The patient switched to group b which was set with 7.4 ma for upright and 0.6ma for lying back. This group displayed intensity correctly. The patient changed from group b to group a while remaining in the lying back position. When the check position button was pressed the controller displayed the lying back position icon and the intensity was 6.0ma. The patient stated that the stimulation output felt like the appropriate level, programmed to 0.2ma. The patient stayed in the lying back position for about 2 min and rechecked position at least 3 times, each time it continued to display the position correctly but the intensity display remained 6.0ma. The patient moved to the upright position, pressed check position, and the controller continued to show 6.0ma but showed the correct position, upright. The patient stated that he noticed the stimulation output increase a few seconds after moving to the upright position. When moving back to lying back, the controller correctly switched the displayed intensity to 0.2ma. The caller also had a picture of the parameters that were programmed at the previous appointment. The patient stated that some to them were different from the programmed values shown on the tablet today but he did also state that he made some adjustments to intensity values. The rep reported they met with their partner and reprogrammed the adaptive stimulation settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that it showed all correct positions except lying front, which registered upright. Device reoriented and tested to confirm accurate position sensing.  Ma reset for all positions. It was unknown if emi had occurred. Energy calculation was checked with tablet. Daily charging was required with the settings. Patient's weight was (B)(6) at the time of the event. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and a manufacturer¿s representative (rep). It was reported that over the weekend, the neurostimulator (ins) turned off. The patient stated that the controller showed 0.0ma but it was not off. The patient was upright and the controller was displaying the up right position. The patient reported that it was recognizing the position correctly, he thought that if he was leaning back slightly it was showing reclined which he thought was too touchy. The intensity was set to ¿weird values¿ when he moved from position to position and switching groups. The patient switched from group c to group a to group b and the controller was recognizing the correct position but not the correct intensity value. The patient switched back to group c and then tried to change the intensity and increased from 3.2 to 3.4ma, then switched back down from 3.4 to 3.2ma and he was feeling stimulation at the time. The group switched from 0.0ma, when this happened the patient reported that he did feel a return of pain. In the overview on the tablet group a showed all of the lying positions were set to 0.0ma. The patient reported that he was also feeling 0ma when it switched to that level. Stimulation usage graph showed 100% usage from the last session ((B)(6) 2018) until today. The adjustment summary showed 4 upright positions on group c. The patient reported that he knew he made two of the adjustments but didn¿t recall making the other two adjustments. The patient reported that the adjustments weren¿t made to any group other than group c. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacture representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having issues with the adaptive stimulation (as) that was activated on (B)(6) 2018. The rep stated that the patient was mobile, changed intensity and stayed mobile for 5 minutes and then was upright for 5 minutes but it still showed mobile intensity and patient felt that intensity hadn't changed. The rep indicated that in discussing with the patient it appeared that the as was enabled properly and it is only the intensity that wasn't changing correctly and the positions appeared to be correct. The patient said the as worked for about a week and a week later all position intensities were set to 3.2 ma. The rep stated that patient was adamant they waited long enough for ins to learn new intensity when they changed it. Technical services (ts) reviewed that the patient can call to review what is being seen on the controller and reset intensities over the phone to make sure patient is doing it correctly. Ts suggested that the rep meet with the patient to read the ins with the tablet and see what intensities are set to. Ts also suggested that the patient leave the as on and continue to change intensities with position changes or to turn the as off and adjust stimulation manually until the ins can be checked with tablet. No symptoms were reported. No further complications were reported/anticipated. Additional information received. It was reported that the cause of the as intensity not changing correctly was unknown. The patient was going to contact patient services to correctly adjust their device. It was unknown if the issue had been resolved. This information was confirmed with the physician/account. Additional information was received from the consumer and a manufacturer representative on 2018-apr-23. Information was received from the consumer on 2018-04-23 reporting that the patient seemed to have an issue with the implantable neurostimulator (ins) resetting to a very low setting on the controller. The patient would then stop getting relief. The patient was not making changes to the settings. One day stimulation was turned off without the patient turning the ins off. The patient locked the controller after use and left in the pouch. The patient had been told that the ins would only need to be charged once a week but the patient was charging daily. The ins battery went down 5% a day and the patient was surprised. The ins battery only lasted 1 day since implant ((B)(6) 2018). It was confirmed that the patient had adaptive stimulation on activated. The patient checked the position and controller reads the correct position but the stimulation setting was not correct. This started in 2018 not long after implant. The patient felt it dragging that morning and they did not have the same mobility or pain relief. The lack of pain relief started sometime after implant in 2018. The controller showed stimulation was set to 0.3 when usually stimulation should be at 3.2 in the upright position. The position showed correctly as upright but stimulation stayed at 0.3. The patient waited 4-5 minutes to check the settings but the setting did not change to the position. It was reported by the consumer via a manufacturer representative that therapy turned off by itself on (B)(6)2018. The patient woke up, came downstairs, and was in pain. When the patient looked at the controller, the therapy was off. Therapy was only on 90% yesterday. They had recharged yesterday and it went from 30% to 100% so it did not shut off due to low battery. It was reported that some positions did not have an intensity defined however the controller in this case had said therapy was off not 0 ma. The patient was going to continue to monitor it. The patient had a bluetooth device attached to the back of their controller in case they lose it. It was reported that while the patient was lying on their front it showed as upright. Upright was set to 3.2ma but it came up as only 0.2 or 0.3. The caller reoriented the device and programmed intensities for all. It was tested in the office and everything was working correctly after that. No further complications were reported.